Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ double capsule: unable to observe. ¿ granuloma: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and double capsule discovered during surgery. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found a fibrous capsule with foci of chronic inflammatory infiltrate and occasional giant cells foreign body type and the absence of malignancy. Further immunohistochemical study was done with found cd30 was negative.

Manufacturer narrative:
Continued: e.1. Phone number: +(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, granuloma and double capsule discovered during surgery. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure wear abrasion, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and double capsule discovered during surgery. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.